Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction to the sensor adhesive. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was described as a rash, located underneath the sensor. The rash was treated with locoid lotion (hydrocortisone butyrate 0.0%), recommended to the patient by their doctor on (B)(6) 2016, for a previous reaction. At the time of contact, the patient was okay. No additional event or patient information is available.